Manufacturer narrative:
The insulin pump passed all current tests and no battery anomaly during testing. The insulin pump had a compromised force sensor system error alarm during the basic occlusion test due to loose drive support disk. The insulin pump was unable to perform the occlusion, priming and excessive no delivery test due to the compromised force sensor system error alarm. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window, cracked belt clip slot and cracked battery tube threads.

Event description:
Customer reported via phone call blank display anomaly, cosmetic damage and no delivery alarm. Customer's blood glucose level was 200 mg/dl. Customer advised the battery only last 3 days and there is a crack in the battery compartment. Customer advised where the battery cap screws in there were cracks. Troubleshooting for no delivery alarm was performed. Customer changed out their entire set to resolve the issue. Customer declined to return the reservoir and infusion set for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.